Manufacturer narrative:
(B)(4). The cause of this peritonitis event was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent, nausea, vomiting, and abdominal pain. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin, (2g twice a week for four weeks). Dianeal therapies were ongoing. The patient was retrained on aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.